Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with the top case chipped and cracked. Event history log review was performed and found evidence of reported problem. Visual inspection multiple flow and occlusion testing were performed. Investigation could not duplicate the customer stated problem. Investigator replaced clutch half's left and right with leadscrew and spring as a preventative measure, parts were over 5 years old. The problem source of the reported problem is unknown.

Event description:
Information was received that during use of this smiths medical medfusion 4000 pump, the pump exhibited travel coarse error. No patient involvement reported.